Event description:
Two horizontal lines on the detector representing an artifact were seen, so the portable x-ray unit was taken out of service until the detector could be evaluated and replaced. No delay in treatment or diagnosis.

Event description:
Two horizontal lines on the detector representing an artifact were seen, so the portable x-ray unit was taken out of service until the detector could be evaluated and replaced.